Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was not reproduced, as no error message was displayed and normal communication with the back office was observed. - therefore, it can be suspected that the reported issue resulted from a poor network coverage at the location where the error message was displayed. - based on available data, no malfunction is suspected on the smartview connect app. - this case is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2023, the error message 'no signal' was displayed on the screen of the smartview connect, despite troubleshooting attempts. On (B)(6) 2023, the issue was still there, and the 'last sent date' was not correctly updated. The issue remained after other troubleshooting attempts, so the smartview connect was eventually replaced on (B)(6) 2023.

Event description:
Reportedly, on 27 october 2023, the error message 'no signal' was displayed on the screen of the smartview connect, despite troubleshooting attempts. On 31 october 2023, the issue was still there, and the 'last sent date' was not correctly updated. The issue remained after other troubleshooting attempts, so the smartview connect was eventually replaced on 6 november 2023.